Event description:
It was reported that patient had an acl reconstruction. Patient came back complaining of pain around the tibial fixation site. MRI shows large cysts containing around 40-50ml of a jelly like substance. A second surgery was required years after the initial acl to remove the screws.

Manufacturer narrative:
Examination was not possible, as the devices will not be returned. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. Due to the lack of clinical details, we are currently unable to perform a thorough medical investigation.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a patient had an acl reconstruction. Patient came back complaining of pain around the tibial fixation site. MRI shows large cysts containing around 40-50ml of a jelly like substance. A second surgery was required years after the initial acl to remove the screws.